Event description:
The patient presented to the hospital on 6/21/91 with progressive shortness of breath, inceassant ventricular tachycardia and probable myocardial infarction 10-12 days prior. He was transferred to another hospital for bypass surgery and cardioverter defibrillator placement which occurred on 7/25/91. On 10/5/92, the cardiologist interrogated the unit and found the number of test shocks were inaccurate. In consultation with the manufacturer it was felt that the generator should be replaced due to the possibility of output malfunctioninvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.